Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Event description:
During initial evaluation of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 4 / volume 3854 ml. The homepatient (hp) drained 3854 ml. The fill volume was 2000ml. This drain volume meets iipv.